Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.5/4.0/93 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem.